Manufacturer narrative:
Complaint allegation is confirmed. One unpackaged ar-12990n-1 knee scorpion needle was received for investigation. Visual evaluation of the returned device noted that the needle was broken at the tip. No fragments were returned for investigation. Functional testing was unable to be performed due to the damage to the device. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used during the firing of the needle thus, breaking the needle.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during an arthroscopic suturing of the meniscus surgery when inserting the suture, the puncture needle broke. All fragments were removed from the patient. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a different device (fiberstitch). It was not necessary to do a second surgery.